Event description:
It was reported that scheduled review of remote home monitoring data noted this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited undersensing on the presenting electrogram (egm). The physician was notified. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.